Event description:
The patient's son reported that the patient's "top lead came out of place and the patient has been feeling bad." Additional information was obtained from the nurse indicating that the patient's right atrial (ra) lead had dislodged. The patient experienced some palpitations and shortness of breath. The lead remains in use and a revision has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196 implantable pacing lead implanted: 2014 (B)(6); 4076 implantable pacing lead implanted: 2014 (B)(6). (B)(4).